Event description:
It was reported a 6f angio-seal sts plus was deployed in the right femoral artery; hemostasis was achieved. Post procedure, a doppler ultrasound revealed diminished pulses in the right foot. An acute right femoral occlusion was noted. The pt was taken from the cath lab to surgery. A thrombectomy was performed; the angio-seal collagen, suture and anchor were removed from within the femoral artery. Reportedly, there were no complications post surgery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause of the occlusion could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, collagen deposition into the artery is a risk or situation associated with the use of the angio-seal device or vascular access procedures. If collagen deposition into the artery is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.